Event description:
It was reported that this pacemaker had difficulties to interrogate, and the health care professional (hcp) requested a review. Technical services (ts) discussed potential causes, including communicator connectivity issues as this patient recently relocated, and provided troubleshooting recommendations such as verifying communicator setup, assessing connectivity, and performing an in-clinic device interrogation if needed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.